Manufacturer narrative:
(B)(4). The complaint was not confirmed due to lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted baxter via email to report that her cassette was damaged. Follow up was done via phone call. The hp stated that her cassette was cracked. The hp provided the lot number and had retained the sample for return. There was no patient involvement as this was noticed prior to use, patient injury, or medical intervention indicated at the time of the initial report.